Event description:
Subsequent to initial medwatch filing, additional information was received. The closure procedure followed a percutaneous coronary intervention. The access site was the common femoral artery. A femoral angiogram was not performed. After a cuff miss occurred with the 1st proglide device, a second proglide device was used and difficulty with deployment occurred. The method of achieving hemostasis was a femoral sheath followed by manual arterial compression. There was a clinically significant delay in procedure; the patient felt uncomfortable. The physician who deployed the device was reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device will not be returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Estimated date of occurrence, exact date was not specified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, the suture was not captured, a cuff miss occurred. The method of achieving hemostasis is not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4).. (B)(4) - failure to follow steps. This is used to address the failure to take a femoral angiogram to verify the location of the access site. Per the instructions for use: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the femoral artery site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall to avoid cuff misses and/or posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. It is indicated that the device was discarded; therefore a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The second proglide device referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).